Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia with blood glucose value of 366 mg/dl and 82 mg/dl respectively. The customer reported hyperglycemia, hypoglycemia treated with IV insulin drip (intravenous insulin infusion), glucose/carb intake respectively. Customer reported the following led up to the event: possible, due to a low and she thinks it was her liver producing glucose. However, document treatment for high blood glucose: cust was placed on the pump. Thursday and the trainer advised to not bolus just get basal delivery and then on sunday they would call here to start the smart guard then she can start blousing. And no one has called and since yesterday customer has had a high. Correction: did bloused, ate but that was the only time.. The event involved product(s) unomedical, mmt-1884, mmt-342, mmt-7040a. Troubleshooting was partially performed. The customer reported low blood glucose. . It was unknown whether the insulin pump was used within 48 hours and customer was not using the auto mode/smart guard feature auto mode was active at the time of the event. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.